Event description:
Caller stated she and her brother purchased the turbo ear amplifier from (B)(6). Both devices were found to be defective. The caller and her brother cannot hear with their devices due to background noise.